Manufacturer narrative:
H11: the actual device was not available; however, photographs of the samples were provided for evaluation. Visual inspection of the photos showed residual blood on the dialyzers; however, an internal device defect would not be visible in a photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) internal blood leaks occurred on one (1) patient during use of a polyflux 170h for hemodialysis therapy. The reported blood loss was 300ml with a drop of 1.5 mmol/l in hemoglobin. The extracorporeal circuit was replaced to complete treatment. There was no report of medical intervention associated with this event. No additional information is available. .